Manufacturer narrative:
The device was returned for evaluation and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels reached 259 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, multiple corrections were delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and no issues were observed to the exposed portion of the soft cannula. Fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.